Event description:
I had starr visian collamer lenses implanted in (B)(6) 2012 (right) and (B)(6) 2012 (left) by dr. (B)(6). Prior to surgery, I had myopia (-10 d) and astigmatism. Lenses were -12, non-toric. On (B)(6) 2012, I was diagnosed as having cataracts in both eyes. The right eye was much worse than the left. Vision in right eye got steadily worse, necessitating cataract surgery. Starr visian materials stated risk of cataracts was "less than 1 percent."